Manufacturer narrative:
A dräger service engineer has checked the device on-site and could confirm what the hospital staff already assumed - the device performed a reboot due to an overaged internal battery. The fault mechanism can be explained as follows: the device software performs a battery test procedure in the background in regular intervals to calculate the battery status and the runtime forecast. In particular, the device software switches off the mains supply for 500ms to measure the trends for voltage and current in battery operation. With an outdated or depleted battery, the voltage drop may that significant within this short period that running sw processes become interrupted. This will then trigger a reboot of the entire device to set all sw processes back to a controlled state. During a reboot sequence the airway pressure will be released to ambient and, the device posts an alarm to alert the user about the reboot. After a typical period of 12 seconds the reboot will be completed and, the device resumes ventilation with previous settings. The device has a manufacturing date of 03/2019 and was still equipped with the initial battery installed at the time of manufacture. As pointed out in the instructions for use, the internal battery shall be regularly checked and replaced every two years at standard operation conditions. Further, the user shall check the availability of the internal battery prior to each use cycle. An overaged or otherwise damaged battery will clearly be identified with these checks and should prevent from putting the device into operation in this state. From the fact that the event nevertheless occurred dräger concluded that lack of maintenance and failure to follow manufacturer¿s instructions were contributing factors in the event. Dräger has replaced the internal battery, verified that the device is in fully operational state and released it for further use.

Event description:
It was reported that the device suddenly posted an alarm during a running ventilation episode and performed a reboot. Ventilation was continued but the users reportedly replaced the device in a controlled maneuver in abundance of caution. This did not result in any consequences for the patient.